Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the event likely occurred because of incorrect reprocessing or because the facility was not trained in device handling in accordance with the instructions for use. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "an insufficiently reprocessed endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered a heavy corrosion at the scope connector and the control body. There was a leakage and corrosion inside the channel. Additionally, there was no image on the device, there were fluid on the lens and deep scratches on the plastic cover. It was stated that the cv-190 was not the issue. The faulty parts were replaced. The device was inspected and passed olympus functional standards. Additional information received and customer reported that the issue has been resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii gastrointestinal videoscope had a b30 communication error. Upon inspection and testing of the returned device, it was observed that forceps channel malfunctioned due to chemical liquid in the channel and insufficient cleaning. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.